Event description:
The international customer reported the ventilator is not powering on. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers service engineer confirmed the ventilator would not switch on via ac power mains. The service engineer replaced the power supply and the reported problem was resolved. Power failure due to loss of ac power may result in shutdown of device during normal ventilation operation.